Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic coronary procedure got delayed but was completed in the same system after the system got rebooted three times during the procedure. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event . Analysis of the log file confirmed the reported malfunction and indicated that the most likely cause was ¿flexvision error¿. A philips field service engineer (fse) inspected the system on site and replaced the flexvision pc and the hard disk drive. Fse also reinstalled software, reimported flexvision configuration and restored flexvision settings. Failure analysis report of the returned flexvision pc indicated that no failure was found. After replacement of the flexvision pc and hard disk drive, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not displaying live images on the flexvision monitor. The device was in clinical use at the time of the event. No harm was reported to philips. A philips field service engineer visited the customer's site and replaced the flexvision pc and hard disk spare parts. Philips has started an investigation into this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.